Event description:
The customer reported that the system displayed an x-ray disabled error message and the loss of x-ray functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A lemo connector pin was reseated. The system was then found to be operating as intended.